Manufacturer narrative:
The lens was returned in the lens case inside the carton. Viscoelastic and blood were dried on the lens. The lens was cleaned with klrp for further evaluation. One haptic was bent in the gusset area. Both haptics were broken in the distal tip areas. Broken haptic tips not returned. A portion of the optic was broken (returned adhered on the optic anterior surface). The larger optic portion contained both haptics and had broken edge damage along with areas of cracked damage near the edge. The smaller optic portion also had cracked damage near the optic edge. Product history records were reviewed and documentation indicated the product met release criteria. The associated cartridge was not returned. A qualified cartridge, handpiece, and viscoelastic combination was indicated. The reported complaint was for haptic wouldnt load correctly and would be trailing when trying to insert. Bent and broken haptic damage was observed, along with severe optic damage. The root cause for the reported complaint is most likely related to a failure to follow the instructions for use (IFU). The questionnaire indicated that the lens remained in the cartridge 10 minutes before implanting. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of haptic wouldn't load correctly and would be trailing when trying to insert. Additional information has been received and stated that the lens was removed during the initial procedure. There was no patient harm.